Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device check logs. However, the device was put through extensive testing including bench handling without duplicating the report. No accessories were returned for evaluation. An internal inspection identified a loose analog board primary side ECG shield which may have contributed to the report. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.